Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up, increased capture threshold, low sensing amplitude and increased pacing impedance were observed. The lead was explanted and replaced. Patient was fine post procedure.